Event description:
It was reported that the user experienced two failures to attach the connector during a supply change, after which a new box of connectors worked without issue and blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical fitting problem associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.